Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Intestinal perforation and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the patient died. The causes of death were reported as intestinal perforation and acute peritonitis.